Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device got watchdog error. No physical damage was reported. There was no patient harm, involvement or delay of therapy.

Manufacturer narrative:
D9: product received date 5-dec-2024. H3: h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the customer reported issue. Functional testing revealed the pump has also primary audible alarm post issue. The main printed circuit boar (pcb) and speaker were replaced to fix the issues.